Manufacturer narrative:
Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that there was a crack in impactor tip while resetting.

Event description:
It was reported that there was a crack in impactor tip while resetting.

Manufacturer narrative:
The reported event since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the visual inspection of the returned device exhibits that the impactor tip is cracked at the proximal end. The device has significant signs black spots and wear marks at the bottom surface as a result of impaction forces. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material manufacturing related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to use and design related issue. The failure was caused by its intended use. As a device that is manufactured of radel material and incurs numerous impaction events, cleaning and sterilization cycles breakage as noted in this complaint can be expected. A design improvement is in progress to prevent the recurrence of the alleged failure. If any further information is provided, the complaint report will be updated.